Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope tested positive for microbial contamination. The issue was found at reprocessing, during a routine culture of the scope. The user did not report any patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus. Prior to the device being evaluated, it was sent to an independent laboratory for culture testing. The device tested negative for microbial contamination. The customer has not provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. However, this information has been requested. During the device evaluation, it was observed, that the adhesive around the objective lens and light guide lens had discoloration. It was also observed, that the adhesive on the bending section cover had wear. It was observed, that the bending angle in the down direction did not meet the standard value; due to wear of the angle wire. Lastly, it was observed, that the forceps could not be inserted smoothly; due to damage on the channel tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.